Manufacturer narrative:
Updated information received: the surgeon performed a rotation of the icl and this solved the problem. Vision is improved and cylinder decreased. Patient code added, 3191: no code available (secondary surgery, surgeon rotated lens). (B)(4).

Manufacturer narrative:
Unk-esubmitter does not allow for a blank or "unk" entry. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the patient has an implantable collamer lens implanted. The surgeon reports a case of large refractive surprise (high cylinder) after implanting it in piggyback scenario. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.